Event description:
On (B)(6) 2025 ¿ the end-user reported experiencing recurrent hypoglycemia after meals. On (B)(6) 2025, following lunch, bg spiked high and then dropped rapidly, reaching 39 mg/dl. The user corrected with glucose tablets. They reported sweating, dizziness, and shaking during the event. The user acknowledged that they had been entering meals as ¿usual¿ regardless of carb count and sometimes not announcing meals at all. Support provided re-education on meal announcement practices, performed a factory reset, and scheduled follow-up training. No external assistance or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - meal announcement misuse.